Event description:
It was reported that the balloon ruptured. An agent dcb mr 2.00 x 30mm was selected for treatment of the target lesion, which was located in the left anterior descending artery (lad). During the initial inflation, when the balloon reached 8atm the pressure suddenly dropped. This is when the physician noticed an external rupture. The ballon was removed from the patient, and another similar device was used to successfully complete the procedure. There were no patient complications.